Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient had red urine output/hemolysis. Additionally, there were suction events on the impella and the impella was repositioned under transesophageal echocardiography (tee) guidance, inlet cage appeared to be getting caught in the mitral apparatus. Patient was on impella support for 5 additional days post the issue.

Manufacturer narrative:
The investigation into the hemolysis, the low pump flow and the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the hemolysis issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the low pump flow issue was an interaction with crrt since the flow management on crrt successfully resolved the issue. The cause of the positioning issue was not determined since product was not returned and sufficient clinical information was not provided. Clinical details also indicated a limb ischemia issue. Because all the relevant information was not provided and the device was not returned, the root cause of the limb ischemia was undetermined.